Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory visual inspection of the device noted scratches on the device case and potential arc marks. The arc marks were thought to be due to the device delivering a shock post explant while the electrode was in close proximity to the device. Further device testing showed no telemetry or tones. The battery assembly was isolated and an external power source was connected to the circuit. It was found that the device sustained damage that caused a high current drain. The damage likely occurred post explant, however the exact cause of the failure could not be determined.

Event description:
It was reported that during a follow up in (B)(6) 2020 the battery was at 32%, while most currently the device exhibited beeping tones and had triggered elective replacement indicator (eri). Manipulation of the system and reprogramming did not result in any changes. Additional review of the device data by engineering noted that the device showed multiple errors and a high shock impedance error possibly related to a charge time error. A device replacement was planned. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up in may 2020 the battery was at 32%, while most recently the device exhibited beeping tones, a battery depletion error, high impedance measurements, and had triggered elective replacement indicator (eri). Manipulation of the system and reprogramming did not result in any changes. A device replacement was planned. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.